Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator (epg) had compressed battery contacts and a damaged battery drawer. It was also indicated that the upper case was dented and that the lower case, side bail cover, and ring cover were broken. It was also indicated that the side bails were bent and that the ring was missing. These parts were replaced and the epg passed final functional and system tests.

Event description:
The external pulse generator (epg) was returned for exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.